Event description:
Claim on 3d printed zirconium crown #3 the patient suffered injury, pain, and economic loss for having and then needing to replace 3d printed zirconium crown #3 with a crown made from a physical impression. The patient also suffered additional negative effects including an altered bite hitting off tooth. Throbbing and radiating pain through teeth and gums. Food trap leading to a cavity. The dentist failed to advise the patient that a zirconium crown was seated to replace the porcelain fused to metal (pfm) crown the patient long used for crown #3. The patient did not elect zirconium for either crown #3 or crown #18 nor was given a choice. Lack of informed consent. The dentist failed to advise the patient there was another option other than 3d dental scanning for creating an impression for a new crown. Lack of informed consent. The 3d printed crown #3 was later confirmed to be too tall and collins dental made adjustment to bite. The 3d printed crown #3 also had a wide gap next to it. The 3d printed crown #3 was later removed to be replaced with a crown made by physical impression. This exposed a cavity on the adjacent tooth #2 which was filled at collins dental. The cavity on #2 was not present when the now failed #3, 3d printed crown was seated. The core buildup and post used for 3d printed crown #3 also required correction and replacement. The 3d printed crown #3 failures were concealed in part by the 3d printed bite splint when worn. Claim on 3d printed zirconium crown #18. The patient suffered injury, pain, and economic loss for having and then needing to replace 3d printed zirconium crown #18 with a crown made from a physical impression. The patient also suffered additional negative effects including an altered bite hitting off tooth. Throbbing and radiating pain through teeth and gums. Loss of crown. The dentist failed to advise the patient there was another option other than 3d dental scanning for creating an impression for a new crown. Lack of informed consent. The dentist failed to properly adjust the bite for 3d printed zirconium crown #18 after the crown was immediately seated. The patient complained that the 3d printed #18 zirconium crown felt too high and did not fit properly. The dentist proceeded to shave the upper molar #15 with multiple taps of the dental drill. The dentist improperly shaved the upper molar #15 by engraving visible etch marks into a healthy tooth instead of making bite adjustments on the #18 crown itself. On or about the evening of (B)(6) 2023, the patient feels a shearing pressure and high contact prior to when the 3d printed crown #18 fails and falls out of the mouth. Patient was not wearing nightguard at that moment. Reference reports: mw5153555, mw5153520.